Event description:
It was reported that a right ventricular (rv) lead dislodged resulting in loss of capture with no indication of asystole. Lead was repositioned. No additional adverse patient effects were reported.